Event description:
Patient's or bed malfunctioned right after anesthesia finished intubation. The vascular surgeons were prepared to start the case, and the stille vascular bed would not function for the procedure. We troubleshot the bed for approx 15 minutes. No amount of unplugging, or resetting the bed would help. The bed functioned perfectly prior to pt entering the room, the service nurse confirmed it was working prior to transport. Manufacturer response for vascular bed, (brand not provided); (per site reporter). The surgical table was repaired by the stille field service engineer on [date redacted]. The wheel sensor switches and cable were replaced.

Event description:
Patient's or bed malfunctioned right after anesthesia finished intubation. The vascular surgeons were prepared to start the case, and the stille vascular bed would not function for the procedure. We troubleshot the bed for approx 15 minutes. No amount of unplugging, or resetting the bed would help. The bed functioned perfectly prior to pt entering the room, the service nurse confirmed it was working prior to transport. Manufacturer response for vascular bed, (brand not provided) (per site reporter). The surgical table was repaired by the stille field service engineer on [date redacted]. The wheel sensor switches and cable were replaced.